Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).